Event description:
Revision surgery - poly insert was worn out.

Manufacturer narrative:
Correction to MDR#. Originally submitted as 1644408-2009-00465. Should be 1644408-2009-00456. This is first submission for the number 1644408-2009-00456.